Event description:
Customer reported the numbers on the insulin pump were ramping on the screen and she was unable to stop it. Customer's blood glucose was 284 mg/dl, hadn't treated. Customer reported that when she released the act button during manual prime number started ramping, as a significant event that may have lead to the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to corroded keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, missing end cap sticker. The numbers were not ramping up on their own or scroll bar moving with no input.